Manufacturer narrative:
The immucor laboratory tested a returned customer blood sample with retention product of lot number e254 on (B)(6) 2017, which yielded unexpected negative outcomes. The retention product of e254 was also tested by the immucor laboratory on (B)(6) 2017 with another known blood sample containing anti-k, which yielded expected positive outcomes, and so the retention product performed as expected.

Event description:
On (B)(6) 2017, it was determined that a (B)(6) event was reportable as an unexpectedly negative antibody screen when tested on a galileo echo instrument.